Manufacturer narrative:
Section e1 of the initial medwatch report indicates: initial reporter address (B)(6), postal code blank. Section e1 of the initial medwatch report should indicate: initial reporter address via (B)(6), postal code rm (B)(6).

Event description:
A customer contacted physio-control to report that their device gave an "abnormal energy delivery" message when attempting to shock. An "abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device gave an "abnormal energy delivery" message when attempting to shock. An "abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent performed other unrelated repairs and proper device operative was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device gave an "abnormal energy delivery" message when attempting to shock. An "abnormal energy delivery" message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported event.